Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was being performed on the left anterior descending artery (lad) to unprotected left main artery (lm) and the right coronary artery (rca). A 20 x 4.00 promus elite was deployed in the lad to the lm, a 38 x 3.50 promus elite was deployed in the lad, and a 38 x 3.00 promus elite was deployed in the right coronary artery (rca). The procedure was completed. However, after the procedure, the patient became sick and died.